Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after this right ventricular (rv) lead and the patient's new system were implanted, the patient experienced pneumothorax. The patient's hospital stay was prolonged. In addition, the patient then incurred an infection and was hospitalized again. At this time, the rv lead and patient's system remains in service. There were no additional adverse effects reported.

Event description:
Additional information was received that the patient passed away on (B)(6) 2017. No further information regarding the patient's death was provided. The field representative was contacted for additional information. The field representative spoke with the clinic and the clinic did not have any additional information regarding the patient's death or infection. The clinic did not believe the system was impacted, but could not say for sure. The cause of the pneumothorax was never determined. The system was never returned.